Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by subclavian/axillary approach, two unsuccessful attempts were made trying to pass a 26mm sapien 3 ultra resilia valve past the access site. The access site was considered a low axillary or high brachial according to the vascular surgeon. Both attempts resulted in the valve exiting the esheath in the expandable area when it engaged the access point. The vessel was not allowing the valve to pass which resulted in the push catheter prolapsing out of the sheath with the valve. The whole device and sheath were removed as one unit both times. A small/mild vessel tear was noticeable after the second deployment attempt was removed, which was fixed by the vascular surgeon. A valve was not implanted. The patient was doing well.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02075. Investigation is ongoing.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02075 and 2015691-2025-03413. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following were observed: curvature on sheath shaft, likely due to packaging. Thv protruding through liner puncture at approximately 1.25" from distal strain relief. The device was returned with a rubber band wrapped on distal end of strain relief. Liner puncture approximately 3" in length. Liner was partially expanded for approximately 7" in length. The remaining liner was unexpanded, and the distal tip was unopened. Liner thickness was measured along the liner puncture. All measurements were found to be within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to an inability to advance through the sheath was confirmed based on the evaluation of the returned device. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for liner puncture was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (device manipulation) likely contributed to the event as the crimped thv was observed to be protruding through the liner puncture. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.